Event description:
It was reported that the device was provided with limited information just that the next clip did not advance into the jaws. It locked out. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Misassembled hoop spring the analysis results found that the mcl20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loose inside the device, jamming the firing mechanism. No conclusion could be reached as to what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.